Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device was used for the second firing. The firing was stopped at the second stroke. The staples of the proximal part were formed b-shaped and the other deployed staples were unformed. Another cartridge was loaded into the same instrument and the instrument was used to complete the procedure. The firings were completed without any problems except the second firing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Interrupted/incomplete firing cycle the ecr60d cartridge reload was received for analysis with no visual non-conformances and partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties.

Event description:
Pt was revised to address femoral loosening. Poly wear and osteolysis also discovered.